Event description:
It was reported that this right ventricular (rv) lead exhibited high impedances which were greater than 1500 ohms. A chest x-ray was taken, and it was observed that the helix mechanism had retracted. Surgical intervention was performed, and an attempt was made to extend/retract the helix; however, was unsuccessful. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedances which were greater than 1500 ohms. A chest x-ray was taken, and it was observed that the helix mechanism had retracted. Surgical intervention was performed, and an attempt was made to extend/retract the helix; however, was unsuccessful. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported. This lead is expected for return.